Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the tip of the vasoview 7 plastic was melting. The procedure was completed with the same device. There were no pt effects. The product is returning.